Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. One day after diagnosis of the peritonitis, the patient was hospitalized for the event. The same day the patient was treated with intraperitoneal (ip) vancomycin (1 gm every fourth day, ongoing) and ip amikacin (125mg daily, ongoing) for the peritonitis. Dianeal therapy was ongoing. At the time of this event the patient was recovering from this peritonitis event. No additional information is available.